Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up at the clinic on (B)(6) 2010, the left ventricular lead was dislodged. The lead was repositioned on (B)(6) 2011.